Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse reset) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the q13 transistor on the defibrillator board was shorted. The cause of the resets during pulse delivery is the shorted q13 transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the shorted transistor.

Event description:
A us distributor returned a monitor indicating that it reset during pulse testing.